Manufacturer narrative:
Not a software complaint. Photos did not meet protocol. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon loading a disc, it loaded 16 mr's. A majority of them were confirmed to not contain contiguous slices and were around 5mm thickness/spacing. User found 2 mr's that did not conform to medtronic protocol and he was going to use those slices for the case. There was no patient present during the event.